Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.

Event description:
It was reported, surgeon started reaming the canal for a smith & nephew intramedullary nail. According to the surgeon the reamer broke off just below the junction where it fits into the large ao adapter. This was the first time this reamer had been used.